Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that the iris was knocked out of its brass bearings and clutch on iris motor slipping, along with a bad iris pot. Replaced broken parts and repaired other assemblies. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed a bad iris pot error. Customer also reported a broken cross arm brake handle and stuck foot switch. There was no report of any patient injury.